Event description:
It was reported that counter data and longevity data were non-existent. The patient did not have an atrial lead implanted which would interfere with proper function on implant detect feature which would result in missing data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.